Manufacturer narrative:
Calibration was last performed on 13-apr-2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) checked the provided data and no reagent issue was found. The fse checked the instrument and found no hardware problem. Since it was suspected that the sampling probe aspirated bubble from tube during sampling from sample or reagent pack, the fse checked the samples for bubbles before loading also checked the reagent packs for bubbles. Precision studies were performed and they were within specfications. The instrument was operating within specifications.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoanalyzer. On (B)(6) 2023: result: 428.1 miu/ml. On (B)(6) 2023: initial result: 0.519 miu/ml. Repeat result: 907.1 miu/ml. The customer suspected that the patient was pregnant and they noticed that the initial result was not matching with the previous result of 428.1 miu/ml. No questionable results were reported outside of the laboratory and the sample was repeated. The repeat result was deemed to be correct. The hcg+b reagent lot number was 00643770. The expiration date was nov-2023. Calibration and qc were acceptable and the alarm trace was ok.